Event description:
It was reported that with benchtop testing with preventive maintenance testing that channel two was programmed at 100ml/hr, however delivered at 630ml/hr. There was no patient involvement.